Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. Investigation summary: bd received a photo for investigation, which shows two samples and the np end of the device. Blood is observed around the sleeve and inside the device, indicating sleeve leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® eclipse¿ blood collection needle, blood leaked from the non-patient end of the device when the sleeve failed to recover the needle an unspecified number of times. This has also caused the tube to be pushed off of the needle. No adverse impact was reported regarding the patient or user.